Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected low blood glucose value of 53 mg/dl. The customer stated they had an issue with the insulin pump because it did not want to give blood glucose until it is stable. Troubleshooting was performed and the customer was educated on bolus feature on new insulin pump. The customer declined the low blood glucose value because the customer stated they treated with carbs. Nothing will be replaced or returned.